Manufacturer narrative:
The customer's report was duplicated at zoll medical corporation. During evaluation of the device, the smart pneumatic module board was found to be disconnected from the power interface module board. The smart pneumatic module board was reconnected to the power interface module board and the power interface module board was secured to the chassis to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal comm failure - 1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.